Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test with nordic bluetooth was performed and passed.  A review of the bin file was performed and a warm up restart during a sensor session was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.